Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er420 clip dropped (did not fall in patient). Another instrument was used to complete the case. There was no consequence to the patient. The device was discarded.